Event description:
Information was received from a healthcare provider regarding an implantable pump. The healthcare provider reported that they had performed a inspire medical system implant on a patient and had used the 8591-38 catheter (lot # asked and was unknown) passer to tunnel. During the tunneling, the healthcare provider had struck a vessel and it was bleeding. The healthcare provider applied pressure for about 5 minutes and the bleeding stopped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a catheter passer. The healthcare provider reported that they had performed a inspire medical system implant on a patient and had used the 8591-38 catheter (lot # asked and was unknown) passer to tunnel. During the tunneling, the healthcare provider had struck a vessel and it was bleeding. The healthcare provider applied pressure for about 5 minutes and the bleeding stopped.

Manufacturer narrative:
B5. Correction was made to this field. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.